Event description:
Customer reportedly received result of 13.9 mmol/l on the compact plus system and 6.1 mmol/l on a professional aviva system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).